Event description:
New information received notes the patient presented at a follow-up in clinic feeling tired. Upon interrogation, the right atrial lead exhibited noise that led to inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited lead noise, which led to inappropriate automatic mode switch. The patient will continue to be monitored.

Event description:
New information received notes the patient experienced no adverse consequences throughout this event. The patient will be re-evaluated at the next in-clinic visit.